Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single, tactile marker side) was confirmed via returned device analysis. Additionally, the non-tactile gripper cover was observed to be bulky and frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported bulky (irregular appearance) and frayed (material frayed) gripper cover could not be determined. The investigation identified the gripper actuation problem as a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report a single gripper actuation issue. It was reported that during preparation of a mitraclip ntw, while operating the gripper lever during the operation check, one gripper would only go half down. Troubleshooting was performed. The gripper no longer moved when the gripper lever was operated. Therefore, the ntw was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.